Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the norepinephrine was primed in the IV tubing set, the tubing was correctly placed in the large volume pump module and the door was completely closed. While programming, the channel medication was noted to be dripping or free-flowing out of end of tubing and drips were noted in drip chamber, again while the door was completely shut. The tubing and channel were removed. New tubing and channel were used to prime and started the medication, and everything functioned correctly. Attempts to recreate the free-flow event with the channel that malfunctioned were unsuccessful. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the norepinephrine was primed in the IV tubing set, the tubing was correctly placed in the large volume pump module and the door was completely closed. While programming, the channel medication was noted to be dripping or free-flowing out of end of tubing and drips were noted in drip chamber, again while the door was completely shut. The tubing and channel were removed. New tubing and channel were used to prime and started the medication, and everything functioned correctly. Attempts to recreate the free-flow event with the channel that malfunctioned were unsuccessful. There was patient involvement but no harm.